Event description:
It was reported that air bubbles were observed within the canister. The customer primed the tubing to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.